Manufacturer narrative:
Model number provided is for toothbrush handle. The incident occurred on the brush head which is an accessory. Report source: complaint received from (B)(6). Device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer called stating that brush heads for the easy clean toothbrush were falling off. No injury reported.